Event description:
It was reported that the poly is chipped and worn. Fault in device was noticed during set up or inspection. Procedure was performed with a smith and nephew backup device. No delay was reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
H3, h6: the device, intended for use in treatment, was returned for evaluation. A visual inspection confirms the device has deep gouges/burrs, scratches and cracks in the plastic. The device shows extreme signs of wear/usage. The device was manufactured in 2004. A review of complaint history on the listed part revealed no prior complaints for the listed batch with the same failure mode. The device is a reusable instrument that can be exposed to numerous surgeries and cleaning cycles. As plastics are vulnerable and crack may have initiated during use and possible causes could be due to the heating and cooling associated with autoclaving or prolonged use. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed. G1.